Event description:
As reported by the edwards field clinical specialist, following deployment of a 26mm sapien valve in a 65:35 aortic position via a transapical approach, severe paravalvular leak (pvl) was noted around 70% of the perimeter of the valve. Post dilation was performed with 1cc added to the delivery balloon; however, the pvl remained severe. A second 26mm sapien valve was subsequently implanted in a slightly more ventricular position, which resolved the pvl. The patient was noted to be in stable condition post procedure. The native aortic annular diameter had an area of 490 by CT (only the area measurement was used for this procedure). The native aortic valve was severely calcified. The aortic root was not calcified. There was no mitral annular calcification (mac) and no ventricular septal hypertrophy. The patient¿s ejection fraction (ef) was normal. During deployment, ventilation was held and there was no loss of pacing capture. The image intensifier angle was described as good. Per the implanting physician, the perceived cause of the pvl was difficulty obtaining adequate coaxial alignment of the valve and delivery system, which led to the valve being slightly tilted upon deployment.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl cannot be confirmed. However, patient (severe native valve calcification) and procedural (difficulty obtaining adequate coaxial alignment, which led to the valve being slightly tilted upon deployment) factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.